Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The reported meter serial number is not a valid adc meter serial number.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter brand name incorrectly identified the meter as a freestyle precision neo meter in the initial MDR 30 day report. Model # and PMA/510(k) # were incorrectly documented in the initial MDR 30 day report and have been updated. This also so serves as an additional information report. Meter serial number has been updated based on additional information received.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.